Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced diaphoresis and loss of consciousness. The cgm was reading 300 mgdl and the blood glucose was not checked. The patient called 911 the bg was 50 mgdl and the estimated glucose value (egv) was not documented. The patient was treated with carbohydrates, transported to the emergency department (ed), and recovered after treatment. He was discharged at 1:00am. There was no documentation of further medical evaluation or intervention. No other details were documented. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.